Manufacturer narrative:
Corrected. Device evaluation: the manufacturer's field service engineer (fse) was dispatched to the site and evaluated the unit. Resolution and disposition: the fse replaced the data acquisition (da) pcba to motor controller (mc) pcba cable and installed the mc pcba retention bracket to resolve the reported issue. Unit passed required performance verification tests per philips standards. Unit is ready for service.

Event description:
Customer reported that the unit has multiple error code messages. The biomedical engineer stated there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has multiple error code messages. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient or user.